Event description:
In 2009, diagnosed with breast cancer. After close to 2 years treatment and double mastectomy, underwent breast reconstruction with expanders, then silicone implants. Dr. (B)(6) in (B)(6) performed the surgery. He assured me it was safe. I went back several times with complaints of severe itching and pain in my arm. I feel I was dismissed with "this is normal for your body to adjust." I continued to have health issues spiraling out of control. This listed symptoms are all of what I am experiencing with the exception of a few. I have been depressed and not myself. My symptoms are multiplying in intensity. Many doctor appointments and tell them of my concerns but I am getting nowhere. I even made an appointment with my oncologist, thinking I have cancer in my neck due to the pain. Test were negative. The pain is getting worse. I feel lost and many think I am a hypochondriac or something. I have never been like this. After seeing the breast implant problems profiled on the news report, some relief hit me at the same time I am more concerned than ever. Not quite sure where I go from here. I guess I see the same doctor who has been saying I am fine. That¿s not much comfort. (B)(6) insurance does not leave many options. I have gained so much weight and no matter what I do, I cannot lose weight. Please help me by giving me guidance going forward. Thank you.